Manufacturer narrative:
Pump received with complete broken reservoir tube lip. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Pump passed the displacement, prime, current test,self test and excessive no delivery test noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window,missing reservoir tube o-ring, cracked case reservoir tube window corner and broken battery tube threads.

Event description:
The customer reported via phone call that the reservoir window of the insulin pump is cracked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.